Event description:
During the procedure, the valve of the introducer was leaking gas. Once the device was removed from the patient, no abnormalities were seen. Another introducer was used to continue and complete the procedure with no adverse consequences to the patient.

Manufacturer narrative:
The reported event of ¿the valve of the introducer was leaking gas¿ could not be confirmed. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The reported leak could not be reproduced.